Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause and identity of the foreign material could not be determined. The foreign material was a sticky substance that was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, hard granular foreign matter was found in the endoscope reprocessor. It was noted, the customer speculated the foreign matter may have been a piece of rubber that was generated when stacking rubber hoses in the cleaning tank. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the video scope (model number: gif-xp290n, serial number: (B)(4)) that was reprocessed with the subject device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.